Event description:
Customer reported the system is displaying motion errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not find the fault. Customer has refused to use system further.